Event description:
It was reported that during a coronary drug eluting stenting treatment precedure, a stent embolization occurred. The 60% stenosed lesion being treated was located in the severely calcified, moderately tortuous proximal left anterior descending (lad) artery. The lesion was not predilated. When the physician brought back the stent delivery balloon the 3.00x12 mm taxus liberte drug eluting stent was left behind in the lesion. The stent was inflated distally to the target lesion with a 1.5 x 15 mm maverick ballooon and a 3.0 x 12 mm maverick balloon. The stent was covered with a 3.0 mm cypher stent. No patient complications were reported. Patient status reported as "ok". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.